Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 24 mg/dl. The customer stated she removed the reservoir after delivering a one unit bolus, then inserted the reservoir again, all while being connected to the infusion set. Troubleshooting was performed, and the time/date were not correct, because she removed the battery at the hospital. The basal rates appeared to be higher than normal. The customer was advised to speak with her medical doctor to determine the correct basal rates.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.